Manufacturer narrative:
No conclusion code available. Final analysis found inability to engage the set screw was confirmed in the laboratory. Visual inspection identified septa material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty engaging the set screw.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the wrench was unable to be inserted into the atrial port set screw. The device was not implanted and was successfully replaced. The patient is doing well and will continue to be monitored with routine follow-up.